Manufacturer narrative:
It was reported that after the discontinuation of a different device (chg scrub brush), clinicians have been pouring chlorhexidine onto a dry scrub brush. The clinicians reported that when they are squirting chlorhexidine onto the dry scrub brush, it is splashing back and getting into their eyes. As reported, there was no user harm. Based on the information provided the issue appears to be associated with a use error. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the discontinuation of a different device (chg scrub brush), clinicians have been pouring chlorhexidine onto a dry scrub brush. The clinicians reported that when they are squirting chlorhexidine onto the dry scrub brush, it is splashing back and getting into their eyes. Recurrence of use error could result in the need for medical intervention. As reported, there was no user harm.